Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: product testing will not be performed as the cause of the reported complaint cannot be determined through such means. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 5. Reference MFR. Report #1627487-2015-06339, 1627487-2015-06340, 1627487-2015-06341, and 1627487-2015-06342. It was reported, the patient had an infection at one of his incision sites. The patient was treated with IV vancomycin. The patient followed up with his physician, at which time it was noted the incision look good and was prescribed additional antibiotics.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 5. Reference MFR. Report #1627487-2015-06339, 1627487-2015-06340, 1627487-2015-06341, and 1627487-2015-06342. Additional information received identified the patient's infection has reportedly resolved.